Manufacturer narrative:
The explanted pump was returned for investigation. The report of suspected thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). The pump was returned assembled with the driveline (dl) cut approximately 4¿ from the pump housing. The distal portion of the driveline, the inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of (B)(4) upon disassembly revealed a flat deposition on the body of the rotor. This deposition was soft and not adhered, which indicated that it developed acutely while the pump was supporting the patient, but may have originally formed elsewhere. Upon examination of the disassembled pump, a second deposition was found. This one was surrounding the bearing ball within the proximal side of the outlet stator. The deposition¿s lack of concentric layering indicated that it did not initially form in the outlet stator. While the origin of this deposition could not be determined, its areas of slight denaturation suggest that it was present while pump was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the patient's elevated ldh. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2016 for suspected pump thrombosis. The patient had displayed elevated hemolysis parameters: lactate dehydrogenase (ldh) greater than 1500 u/l, increased pf, low haptoglobin, and decreasing hemoglobin and hematocrit necessitating blood transfusions of unspecified amount. Reportedly, all medical management options had been exhausted.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, the patient presented with shortness of breath, weakness, near syncope, and dark urine. The patient reportedly had recent elevated lactate dehydrogenase (ldh) and plasma free hemoglobin levels. All pump parameters were reported to be within normal limits. A review of the system controller log file by the manufacturer's technical service representative found a low speed event on (B)(6) 2016. On (B)(6) 2016, an event with elevated pump power and estimated flows occurred, but then stabilized. The remainder of the log file showed normal pump activity. On (B)(6) 2016, the patient reportedly had an unspecified increase in hemolysis markers. A review of the log files at that time noted elevated pump powers and estimated flows. Additional information was requested; however, the customer declined to provide any further information.